Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) glucose readings displayed in the phone application but not on the insulin pump due to the pump not being paired with the sensor. Customer care provided support that included technical troubleshooting and user education on proper device setup. Investigation of this case revealed user error, specifically failure to enter the sensor pairing code into the pump, with resolution achieved after entering the code and allowing the standard pairing window. N clinical symptoms associated with the event. Outcomes included no interruption to therapy beyond a brief delay and no medical intervention or hospitalization. It was concluded that the device functioned as designed and that the event resulted from user setup error rather than a device malfunction.